Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin properly. Blood glucose level at the time of the incident was 590 mg/dl. Caller reported that the device recently had no delivery alarms. Customer's mother stated that she would call back to troubleshoot when the device was available. The insulin pump was not replaced or returned for analysis.